Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
Initial assessment identified an increased intra-peritoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 5. The home patient (hp) drained 3547ml. The fill volume is 2000ml. The drain volume of 3547ml meets iipv criteria. No patient injury or medical intervention was reported.